Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report the single leaflet device attachment(slda) with tissue damage. It was reported that during the initial mitraclip procedure on (B)(6) 2018 to treat grade 3 functional mitral regurgitation (mr), two clips were successfully implanted, reducing mr to grade 1. On (B)(6) 2018, a transthoracic echocardiogram (tte) found mr increased to grade 4, because the second clip detached from the anterior leaflet (slda). On (B)(6) 2018, a second mitraclip procedure was performed. The anterior leaflet was noted to be torn and; although leaflet capture was successful, mr could not be reduced, so the clip was not implanted and mr remained at grade 4. Mitral valve replacement surgery is being discussed. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. The reported patient effects of mitral regurgitation (mr) and tissue damage as listed in the mitraclip system instructions for use are a known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to patient morphology/pathology (restrictive posterior leaflet). The patent effects of recurrent mr and tissue damage were due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.